Event description:
It was reported that the monitors on the 9800 system intermittently lost sync and had horizontal lines prior to a case. The 9800 system was rebooted and the procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was found to be faulty. The customer will replace using a third party service.